Event description:
A customer reported to beckman coulter that the coulter lh 750 hematology analyzer leaked clear fluid onto the counter. The customer was unable to determine the source or volume of the leak. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or exposure, and medical attention was not sought. The msds was reviewed and there is an exposure control plan in the facility. No erroneous patient results were generated. Beckman coulter field service engineer (fse) observed the liquid leak coming from a blue stripe tube going through vl 107b. The vl107b refills the backwash tank with diluent or cleaning agent. The fse replaced the tubing and verified the instrument performance.

Manufacturer narrative:
(B)(4).